Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a recent follow up, consistent noise was noted on this right ventricular (rv) lead and a competitor right atrial lead. The noise led to numerous inappropriate anti tachycardia pacing episodes, however, no inappropriate shock therapies. Additionally, decreased pacing impedances to levels below 200 ohms was also noted on the rv lead. A procedure was performed to assess the lead, and it was determined the root cause of the issue was subclavian crush, resulting in both a lead conductor fracture and insulation issues. Both the rv and competitor (B)(4) leads were surgically abandoned and replaced due to the issue. No adverse patient effects other than the additional procedure were reported.